Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received hardware low level failures error during self test. The customer's blood glucose level was 9.3 mmol/l at the time of the incident. The customer reported that the insulin pump had received insulin flow block alarm and battery failed alarm. They were assisted in troubleshooting and was assisted in performing 5 unit fill cannula test. It was reported that the insulin exited. The customer's other blood glucose level was 16.5 mmol/l. The customer was assisted in troubleshooting for high blood glucose and it was reported that they were not alleging that the insulin pump was under delivering. The customer was treated with insulin pump. The customer was assisted in troubleshooting for pump error and it was reported that they were able to clear the alarm as well as able to complete the insulin pump rewind. They were assisted in performing self test and pump error occurred. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor and self test. No unexpected pump error alarms noted during testing however, pump error 63 alarm was found in the formatted history file due to cold solder joint at keypad assembly.